Manufacturer narrative:
(B)(4). Batch #: v9652m. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a hysterectomy case, using enseal demo trial device, the handle didn't came out again after lock and cut. The procedure was completed successfully.